Event description:
It was reported that the customer was hospitalized, but the nurse did not know the blood glucose reading. Reviewed the alarm history and found multiple error alarms. No damage found in the drive support cap. No further information was provided.

Manufacturer narrative:
Insulin pump alarmed motor error during the prime test due to a faulty force sensor resistor. Unable to perform the occlusion and excessive no delivery tests due to the motor error alarm. A cracked reservoir tube lip, scratched lcd window and scratched case noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.